Manufacturer narrative:
The device involved is not available for evaluation as it remains implanted.a review of the device history record for cetra plate part number 19-0124, lot e31 was performed which resulted in no anomalies in the device.

Event description:
Information provided states that the patient underwent an acdf, anterior cervical discetomy and fusion, surgery on (B)(6), 2023. Additional information provided on september 1, states that the surgery was scheduled as a 360 deg procedure performing both anterior and posterior fusion. During the anterior portion of the surgery, after seating the plate, the surgeon attempted to reduce a listhesis when one of the pedical screws pulled through the plate. The screw and plate remain implanted. A secondary surgery is required to complete the posterior segment of the procedure.